Event description:
The pt lost therapeutic effect. The pt and hcp discussed replacing the stimulator and repositioning a migrated lead. The pt was at home in good condition. No further info was reported. Add'l info was requested from hcp, but was not available on the date of the report.

Manufacturer narrative:
Either lead model 3387-40, lot# j0461568v, implanted: 2006 or lead model 3387-40, lot#v001104, implanted: same day, or both could have migrated. It was unk at the time of the report.